Event description:
The customer reported that the system was only saving one out of three cine runs. The remainder of the patient data was lost. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.